Event description:
Event description cpi received this ventak mini implantable cardioverter defibrillator (ICD) as a stock return. There was no allegation received regarding this ICD; this event was created as a result of cpi's reliability testing.